Manufacturer narrative:
Date sent: 11/05/2009. Information anticipated, but unavailable at this time.

Event description:
It was reported that during an open low anterior resection procedure, the device was being used for double stapling technique when the sound that would be heard when the washer was cut was not heard. Difficulty was had in releasing the device. When the device was released, bleeding occurred. Although the ring of the anus side was formed properly, the other side was malformed. Then the double stapling technique anastomose was performed again with another device. The doctor created a non-permanent colostomy just to be safe. The patient is doing well after the operation. The sales rep confirmed that the washer was uncut. Requested additional information.